Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed the third leak test of the pim test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. The getinge service territory manager (stm) that encountered the issue, after multiple attempts replaced the safety disk and tidal volume disk. Unit passed with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 20 may 2025. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of: failed pim test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) tested the safety disk to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. All tests passed. The fat dept. Could not verify the failure of the pim failing the test. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure number (B)(4).